Event description:
It was reported that the system 9800 reinitialized during a procedure. The procedure was continued and completed without further incident. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was discovered that there was a loose pin on a connector of the system interface cable. The pin was recessed in the connector. The connector was repaired. The system was tested and found to be working as intended and placed back into service.